Event description:
During the evaluation of a spectrum pump, system error 105 messages were found in the history log. It was reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to the system error 105. The evaluation was unable to reproduce the error, but was confirmed through the event history log review. The motor assembly was replaced as it is a known contributor of this error.